Event description:
Meter name: fasttake, strip name: fasttake. Meter code: strip code: both unknown, strip storage: unk, symptoms: unk, a patient reported they went to hospital. Unknown if hospitalized. Their meter allegedly inaccurately erratic. The result on their meter was 200. The results on the lab was 400. The time difference between patient's meter and lab was unknown. Treatment was unknown. Had called to exchange fasttake strips for ultra strips. No further information has been reported.